Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that the pump lost power after being exposed to water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/20/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed multiple power on resets were observed in the black box history on the reported failure date. Inspection shows evidence of moisture corrosion inside the pump on the display screen. Battery compartment crack is observed extending from the finger pad to the case seal; a pump¿s battery compartment leak is concluded. The pump¿s case is damaged between the case seal and the display lens. Pump is able to power up and to display verify screen. The pump performs ez-prime steps correctly. Battery cap was not returned with the pump, a test cap was used. Pump was exercised for 24 hours, no power interruption or any alarms occurred during testing. The pump was opened and inspected, moisture corrosion was found on the displays screen, transceiver board, watchdog circuit and on the motor flex/connector.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.